Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2: foreign - event occurred in canada.

Event description:
It was reported that during an unknown time the cylinder was damaged and the wrench is not fitting. The handle is not attaching to the mesher and it is loose. There is a screw that is missing and the cylinder falls out. It is unknown if there was patient impact or delay. Due diligence is in process and there is no additional information available.